Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the colonoscopy procedure, the image was sometimes not saved and the error b40 which indicated failure of the subject device occurred. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. After that, it was reported that the reported phenomenon could not be duplicated at the facility. Therefore omsc surmised that the reported phenomenon was attributed to temporary malfunction of the electrical circuit board due to the influence from the usage environment. If additional information becomes available, this report will be supplemented.